Manufacturer narrative:
The device has been received and the evaluation is in progress; however, it has not been completed. Once the evaluation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during procedure of cerebral arteriovenous malformation, guidewire got stuck inside the microcatheter inside the patient. No patient injury was reported as a result of the event. There were no details on the patient¿s vasculature. It was reported that, the physician flushed the medtronic microcatheter as indicated per the instructions for use (IFU) and started inserting tenrou 10 guidewire (kaneka). However, the guidewire got stuck at the microcatheter hub and did not advance further. For that reason, new guidewire (traxcess from terumo) was opened but it also got stuck at the microcatheter hub. The traxcess guidewire was replaced with a medtronic guidewire. The physician felt strong resistance (unknown location) while inserting the medtronic guidewire through the microcatheter but failed to deliver the microcatheter to the target lesion. The procedure was discontinued. A continuous flush was used during the procedure. The guidewire was hydrated as indicated in instructions for use. The tip of the sheath was seated securely in the hub of the microcatheter. Information on shaping of the guidewire or damages found prior to use on the devices were not available.

Manufacturer narrative:
The marathon microcatheter was returned for investigation with the reported three guidewires. The marathon microcatheter¿s total length was measured and found to be within specifications. No issues were observed in the hub and no kinks / bends were found on the microcatheter body. The marathon micro catheter was flushed, causing blood and water to exit from a puncture near the distal tip. During evaluation, the marathon was dissected (cut) near the distal tip and was found to be occluded with dried blood. No other anomalies were observed. Based on the device evaluation, the cause of the catheter puncture was unable to be determined. It is likely that manipulation of the guidewires against resistance may have contributed to the puncture the marathon microcatheter. As noted in the marathon IFU (instructions for use) ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation.¿ no corrective action is required at this time for the ¿catheter resistance¿ or ¿catheter puncture¿ issues. If information is provided in the future, a supplemental report will be issued.